Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The returned analysis was able to confirm polymer peeling, polymer break and stretched polymer. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although it was reported that the guide wire polymer experienced a break/separation at the proximal end and the distal end stretching. Based on the returned analysis the reported polymer break/separation was observed as polymer peeling at the master bond adhesive and stretched polymer coating. Additional manipulation of the guide wire likely caused the polymer to fold over itself resulting in the subsequent noted damages. Based on the reported information and returned analysis there is an indication of a potential lot specific product quality issue due to polymer peeling. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo superior femoral artery (sfa). During advancement of a ht command 18 guide wire the distal end became stretched. Another unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects, and no clinically significant delay. Device analysis noted the polymer coating was separated at the master bond adhesive (proximal end of the polymer coating), and still held together by the core. Account did confirm the polymer coating was separated at the master bond adhesive (proximal end of the polymer coating), and still held together by the core happened during procedure. No additional information was provided.